Manufacturer narrative:
(B)(4). Date sent: 04/13/2023. Per photographic evaluation: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device in its open packaging. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device 930a94/mcm30 batch number, and no non-conformances were identified. Expiration date: jul/31/2027 date of mfg.: aug/22/2022.

Manufacturer narrative:
(B)(4). 4/4/2023. Batch # unk, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? No. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes. Did device drop or eject clips? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the unknown surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.